Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 563 mg/dl. Customer also stated that insulin pump had damaged. Customer agreed to return the product for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).